Manufacturer narrative:
(B)(6). The actual sample was not available for investigation however photographs were provided for evaluation. Visual inspection of the pictures identified that the cone of the access male luer lock (mll) is broken. The observed leak is likely due to a broken mll cone. However, the y connector from the priming accessory was still connected during the treatment. The reported condition was verified. This type of connection (priming accessory connected during treatment) is a user error and an off-label use. The access and return line of the set must be directly connected to the patient catheter via the male luer connector of the line. The use of additional devices may impair pressure monitoring. Per the instruction in the prismaflex graphical user interphase, the y-line/connector used for priming of the prismaflex set must be removed prior to connecting the patient; the access and return lines are to be connected directly to the catheter. The use of the y-connector during treatment is considered use error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "not long" after starting treatment with a prismaflex m100 set, an external blood leak was observed at the input terminal. It was further reported the connection was broken. The set was replaced with no further issues. There was no report of patient injury or medical intervention associated with this event. No additional information is available.